Event description:
It was reported that, "upon inspection of a loaner ket ((B)(4)), I noticed the avs al trial inserter was broken. Received from stryker spine (B)(4).

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.